Event description:
Beautician yelled at them and said soneone had fallen. They went to room and found pt on floor by their wheelchair with blood by left side of head. They stayed with them while nurse and aides were summoned.

Event description:
Beautician yelled at them and said someone had fallen. They went to room and found pt on floor by their wheelchair with blood by left side of head. They stayed with pt while nurse and aides were summoned.